Event description:
Per sales rep, surgeons reported that screw heads had sheared off during several cases (approx of 6 screws) with this same screw number. Rep was not present at cases and was informed after the fact. Pt details are unk, but no adverse consequences reported.

Manufacturer narrative:
As the product was not returned, the root cause cannot be determined. Potential root causes for screw breakages are - referred to the mentioned risk analysis: bone was hard with resulting high torque. Application of unintended loads. Collision with other implant or instrument.